Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03382 and 3005099803-2009-03383 for the other associated device information. It was reported to boston scientific corporation that three maxforce tts high performance balloon dilatation catheters were used during an egd (esophagogastroduodenoscopy) procedure with balloon dilation performed on (B)(6) 2009 (pt over 18 years old). According to the complainant, during the procedure, the first balloon separated from the catheter and leaked while attempting to inflate. Two additional devices were then used, but again, while inflating, each failed with a similar set of circumstances. The site indicated that no device fragments detached into the patient. The procedure was completed with a fourth maxforce tts high performance balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) fractures of device/material. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).